Event description:
It was reported that patient dislocated in (B)(6) 2012. She has had limited mobility, continuous problems, difficulty walking, and pain. She is currently following up with her surgeon as she is scheduled for revision surgery on (B)(6) 2012. She has increased levels of chromium and cobalt in her blood. Her evaluations have shown particulate matter in capsule of right hip with moderate build up of fluid.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. This is the same patient/event as MFR # 9616680-2012-000838.